Event description:
It was reported that during a da vinci surgical procedure, a cable broke on the large suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. The cable broke under tensile loading. Other cables at the wrist were not damaged. Cable wear on pulleys combined with high grasping force and a large fleet angle between proximal and distal pulleys likely contributed to the breakage. An additional observation not reported was damage around the edges and on the surface of the distal pulley. The damage on the pulley was located on the same side as the broken cable. No other damage was found. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.